Event description:
Information received indicates the beds head up function does not work.

Manufacturer narrative:
The hill-rom technician indicated the beds head function did not work and did not have an associated alarm. The technician found the solenoid valve for the head down was not functioning. The solenoid valve was replaced to repair the bed.